Manufacturer narrative:
Pump received with scratched case, end cap address label faded, missing retainer, reservoir tube missing o-ring, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.